Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2015 and (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) and (device #2). It is alleged that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the ventralex st (device #1) and (device #2), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."